Event description:
It was reported that the delivery rate was too low. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. E1: (B)(6). Device evaluation: one device was received. A visual inspection found the tamper seal missing, but otherwise in good condition. During the functional testing, the customer problem was not confirmed. The flow rate was within normal parameters. It is unknown what caused the issue. No further action will be taken.